Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy. The surgeon had a difficult time loading the seal, then when the delivery device tube was placed in the aorta, the safety lock was unlocked. The surgeon pressed on the plunger to deploy the seal and had to push very hard. When the delivery device was taken out, the seal came out with it. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the loading device was returned with the delivery tube. The seal was returned separately. The seal was intact. The device was bloody. Further investigation cannot be performed as the plunger had already been depressed. The reported complaint could not be confirmed or denied. Internal file number - (B)(4).